Manufacturer narrative:
The insulin pump had no button response and alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that multiple buttons were unresponsive. The blood glucose reading was 84 mg/dl. The customer reported that the insulin pump may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.